Event description:
It was reported that pump experienced malfunction alarm with malfunction 16 and was not resettable, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump with updated software.